Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the rosa spine was non-functional. The procedure has been completed with a traditional surgery technique.